Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. D6a - date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported that patient experienced extreme pain that led to vomiting. Stimulator was turned off and patient is reportedly stable and was discharged.

Manufacturer narrative:
It was reported to abbott a patient was experiencing an extreme flare-up of their usual pain. The patient was advised to go to the emergency department. The issue was resolved with medical intervention while being admitted to the hospital. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that the issue was resolved.